Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and he said he was able to resume therapy after starting over with new supplies the next day. He said he finished out therapy with manual supplies that day. He did not notice anything unusual with any of the previous supplies that caused the alarm. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). "Per the customer the sample was discarded and the lot number was known, therefore no evaluation could be performed however, a batch review could be performed. A follow-up report will be filed if any additional information becomes available." Additional information: "the customer could not be reached in regards to the status of the sample requested"

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.